Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system drawer 4.2 failed. A field service engineer (fse) found that drawer 4.2 did not open due to syrup spilled on the front of the drawer. The fse cleaned the spilled syrup from the drawer face. After cleaning, the drawer operated normally and all functions were verified, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 4.2 failed and was unable to be recovered. The drawer was jammed. The customer tried to reboot but the issue persisted. However, there were no delay and adverse events or injuries reported based on this event.